Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was blood at site and it tubing. Customer's blood glucose was 490 mg/dl. Site did not show signs of infection. Customer's blood glucose at the time of call was 57 mg/dl. Customer was advised that complete set would be replaced.